Manufacturer narrative:
As reported, an expired 3dmax mid was inadvertently implanted into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. No patient injury was reported. To date this is the only reported complaint for this manufacturing lot.

Event description:
As reported, during a right inguinal hernia repair on (B)(6) 2022, patient was implanted with 3dmax mid mesh, which had expired on 28-aug-2022. It was reported that the mesh has been left implanted and the patient has not received any additional medical/surgical treatment. There was no reported patient injury.